Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of bands damaged as they were tangled prior to use. Block h10: the speedband superview super 7 was not returned; however, a photo of the complaint device was provided by the customer. Per media analysis, the photo showed the ligator head with bands which were tangled and damaged. No other problems with the device were noted from the photo. Upon media analysis, it was observed that the bands in the ligator head were tangle and damaged, which indicates inability of the device to deploy the bands. It is most likely that the problem could be related to possibility that during the procedure the knots that hold the sutures of the bands in the ligating unit untangled from it or one of the teeth in the ligating unit became damaged, affecting the sutures, causing the inability of the device to deploy the bands because the bands passed under the other rubber bands, leading the event reported. Since the device was not returned for analysis, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared to be used in the esophagus during a varices banding procedure performed on (B)(6) 2024. Prior to the procedure, the ligator cap was attached onto the scope, and then it was noticed that the bands were tangled under the shrink wrap. It was reported that they tried to untangle it. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed the bands were moved and overlapped.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared to be used in the esophagus during a varices banding procedure performed on (B)(6) 2024. Prior to the procedure, the ligator cap was attached onto the scope, and then it was noticed that the bands were tangled under the shrink wrap. It was reported that they tried to untangle it. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed the bands were moved and overlapped.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of bands damaged as they were tangled prior to use.